Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. Surgical intervention took place wherein the ipg was electively replaced, and the same pocket site was used to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.